Event description:
False negative result (s). The state pulls these tests because they are not considered accurate. To prove that we had several friends use them and get a result that was negative. And then, when they went to get the pcr test, they were all positive.